Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with juvéderm® voluma¿ with lidocaine and juvéderm® volux¿ with lidocaine in the cheek and chin. Patient also was injected non-abbvie device, revolax and rediesse. Approximately 10 months post injection, patient began to experience "oozing" from the chin, severe pain, and a "hard ball without redness and rapid growth". Patient was referred to the hospital and was diagnosed with a submandibular abscess. Patient was prescribed enantyum 25 mg 1/8h, amoxi- clav 875/125 1/8h for 7 days. Three days later, a CT of the neck with contrast was performed with results noting, "collects thick walls in the subcutaneous cellular tissue of the right parasagittal submetonic region, approximately 19x17x12mm, which loses planes with the platisma and associates inflammatory changes in the vicinity. Adjacent reactive-looking submentonic adenopathy." Patient was treated with ennatyum 50 mg IV, amoxi/clav 1g IV, methylprednisolone 40 mg IV, methylprednisolone 40 mg IV. The next day, patient went to the emergency room again for a "lumpo in the jaw" and was treated with augmetine. The following day, patient visited a maxillofacial doctor who diagnosed "right parasagittal submenonian collection". Doctor performed a percutaneous drainage under local anesthesia. Eight days later, there as a "mosquito" reopening of the route due to increased edema and pain in the right submentonic region. Patient is prescribed septrim. Two months later, a biopsy is performed which diagnosed a "granulomatous dermal inflammatory reaction, with foci of necrosis and the presence of exogenous basophilic material", and "overlying epidermis are signs of ulceration. One month later, the symptoms are diagnosed as "persistent abscesses". A culture was taken with negative results. Six days later, and MRI of the face and sinuses was performed. MRI noted: "pain in the lower part of the face after hyaluronic acid infiltration", "edematous changes with a slight increase in the thickness of the anterior submentonic belly of the left digastric muscle with hypertrophic left jugulodigastric and paracentral submentonic lymph nodes, the largest, 7 x 12 mm. Slight edema of the left parasagittal submentonic adipose tissue. Slight atrophic changes with fatty infiltration of the massetero and pterygoid muscles in a symmetric way. Hypertrophic mucosal changes in mastoid cells and right maxillary sinus. Evaluate interventional history at the level of bilateral nasogenial grooves in relation to mild edema in the deep aspect of adipose tissue at this level optic nerves of normal size, caliber and MRI signal". Symptoms are ongoing. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-(B)(4) and (B)(6) (emdr-(B)(4). This emdr is being submitted for the suspect product, juvéderm® volux¿ with lidocaine.

Manufacturer narrative:
Previous emdr submission noted the events of fluid discharged and necrosis are a serious injury. However, abbvie medical safety determined these were symptoms of abscess and granuloma. They are not a serious adverse event.

Event description:
Additionally, hcp reported the patient is experiencing "inflammation and suppuration in sub mentonian area" 11 months post injection. Hcp also stated the patient was treated with anaclosil 500mg and amoxiclav. Symptoms are ongoing.